Event description:
This report is based on information provided by philips remote service engineer (rse), repair faculty engineer and the local bench repair and has been investigated by the philips complaint handling team. Philips received a complaint indicating that the defibrillator shut down unexpectedly. It was reported no harm to patient, second defibrillator was used to treat patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer replaced the processor pca to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Update: the dfm100 assy processor (s/n (B)(6)) was returned to philips for additional analysis. Based on the information available and the testing conducted, there was no problem found with the processor pca. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse), repair faculty engineer and the local bench repair and has been investigated by the philips complaint handling team. Philips received a complaint indicating that the defibrillator shut down unexpectedly. It was reported no harm to patient, second defibrillator was used to treat patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that defibrillator shut down unexpectedly with abnormal reboot with a patient. Device is was in use for monitoring. Patient and user impact are reported as ¿low¿. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.